Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was having problems accessing carelink on the minimed mobile application. Customer was unable to perform troubleshooting due to carelink having connectivity issues at this time. The customer will continue to use the device.